Manufacturer narrative:
Jan 12, 2010. This event concerns a device that was manufactured and used outside the united states. Other: review of the electronic data and files rec'd. Results: and conclusions: no update on this case was rec'd after recommendations. (B)(4). The analysis revealed: during (B)(6) 2008 follow-up, abnormal supra ventricular coil continuity (i.e. Impedance) was measured; this condition was the same for the two measurements performed. Other follow-up data revealed no anomaly (including rv continuity). All impedance and continuity tests were normal during (B)(6) 2008 follow-up. As of today, no new info was rec'd; therefore, this complaint was closed in state.

Event description:
During the routine follow-up of the device involved in this report, a warning about high impedance at supra ventricular coil level (continuity) was displayed.